Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for downstream occlusion during therapy of dextrose 10% and 0.9% sodium chloride (d10ns) at a rate of 6.7 ml/hr (unknown volume) through a peripheral intravenous (IV) line. One hour later, the patient's glucose was checked which had dropped to 33 mg/dl (hypoglycemia). Clinical staff observed the IV was clamped closest to the patient and the patient did not receive fluids for an hour. No other therapies were in use on the patient. The bed sheets were not wet which would have indicated a leak. The patient outcome is unknown. It was reported by the user facility that this was not a spectrum device malfunction and it was considered to be an IV set up issue. The customer's biomedical engineer performed testing. There were no device failures found with performance testing and the downstream occlusion alarm test functioned as designed. Event history log (ehl) evaluation found one occurrence of ¿downstream occlusion¿ alarm in approximation to the reported event, suggesting the spectrum device alarmed as designed. Clinical engineer speculated that the line was set up incorrectly such that the 6.7ml/hr was not infusing through the new peripheral IV, but into a medication syringe instead. However, the nursing team reported to clinical engineering it was set up correctly.